Event description:
During the index procedure a in.pact av access was used to treat the left arm cephalic arch, brachiocephalic arch. One in.pact av access was used to treat the left arm cephalic arch, brachiocephalic arch. Approximately 14 months post index procedure patient suffered vessel restenosis in access circuit of arteriovenous fistula. The study showed multifocal severe stenosis in cephalic arch, and moderate narrowing of brachiocephalic vein. Pre-dilation with 7x40mm mustang balloon advanced cross stenosis in cephalic arch. Stenosis in cephalic arch treated with 8x40mm dorado. A 10x40mm dorado advanced across stenosis in brachiocephalic vein. Post angioplasty imaging with contrast demonstrated brisk flow with no significant residual stenosis in the cephalic arch or brachiocephalic vein. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the sponsor assessed the event as possibly  related to the index device, index procedure and paclitaxel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.